Event description:
The patient has been sent by his cardiologist, who is following the device, for lead revision since he suspected a lead problem due to high ventricular lead impedance. During revision it has been detected that the lead could be pulled out without unscrewing the set-screw. The lead has been reconnected and screwed again to solve the issue.

Event description:
The patient has been sent by his cardiologist, who is following the device, for lead revision since he suspected a lead problem due to high ventricular lead impedance. During revision it has been detected that the lead could be pulled out without unscrewing the set-screw. The lead has been reconnected and screwed again to solve the issue.